Event description:
It was reported that when using the pyxis medstation es system, nicu-blue was operating in a disconnected state and under critical override conditions. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was operating in a disconnected state and under critical override conditions. A technical support specialist advised the customer to check on the network cable on the station. The system functioned as intended after the technical support specialist troubleshooted the device.